Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was bilaterally implanted on (B)(6) 2020 at which intra-operative measurements revealed high channels. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation revealed multiple fatigue wire breakages in the active electrode array. Review of DHR records and final measurement in storage confirmed that the device was released according to specifications. Thus, the observed damage was likely inadvertently caused during the implantation surgery, which seems compatible with the measurements performed whilst implanted. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user was bilaterally implanted in (B)(6) 2020 at which intra-operative measurements revealed high channels. First fitting measurements also showed affected channels. The user was re-implanted.